Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 3. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, instability, crepitus/clunk, and pain. The surgeon reported the tibial component was removed with minimal effort and was completely de-bonded from the cement mantle. He noted the femoral component was removed with modest effort and minimal bone loss. The surgeon indicated the patella was revised in the procedure. The patient was implanted with a competitor system and depuy bone cement x 3. There were no complications to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018 (lt knee).